Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n243261, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation. The implant was not working for the past couple of years, since 2013, and therapy did not work for her since implant. She wished she never would have had it implanted. It was noted that the patient had a fall in (B)(6) 2015, but the patient was having issues with the therapy before the fall occurred. The patient wanted to have the device taken out. She was contacting her implant surgeon's office to discuss an explant. The patient also reported not being able to recharge her implantable neurostimulator (ins), but it was unknown when it occurred. Her current doctor told her the leads were not in the correct position; the event date was unknown. It was noted that the patient's relevant medical history includes intercostal neuralgia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.